Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component, conclusion, investigation findings).

Manufacturer narrative:
Due to character limit in block e1 event site telephone: (B)(6) and event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm. No harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (investigation findings, investigation conclusions, component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm. No harm reported. A getinge field service engineer carried out the field service corrective action (fsca2249723-06) for system over temperature. All checks seen to pass and pump ran for a while with no errors.

Event description:
N/a.